Event description:
It was reported that several months post-implant, the right ventricular (rv) lead exhibited noise. Review of remote transmission showed that the rv lead had triggered lead integrity alerts (lia) for sensing integrity counter (sic) and pacing impedance variation. Apparent p wave oversensing was also noted during high rate non-sustained episodes with atrial paced events, and some high out of range (oor) pacing impedance measurements were observed. An x-ray appeared to show the rv lead properly connected to the implantable cardioverter defibrillator (ICD), but during the replacement procedure, the rv lead pulled out of the ICD "with a gentle pull". The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several months post-implant, the right ventricular (rv) lead exhibited noise. Review of remote transmission showed that the rv lead had triggered lead integrity alerts (lia) for sensing integrity counter (sic) and pacing impedance variation. Apparent p wave oversensing was also noted during high rate non-sustained episodes with atrial paced events, and some high out of range (oor) pacing impedance measurements were observed. An x-ray appeared to show the rv lead properly connected to the implantable cardioverter defibrillator (ICD), but during the replacement procedure, the rv lead pulled out of the ICD "with a gentle pull". The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.